Manufacturer narrative:
Per the tandem user guide: accessories for charging from wall outlets, as well as from a computer usb port, are included with the pump. Use only the accessories provided to charge your pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using a non-tandem usb cable to charge the pump which ultimately ¿melted into the charging port¿ causing the pump to be unable to charge. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.